Manufacturer narrative:
Date sent to the FDA: 08/12/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure in 2000. The pt complained of "various symptoms" in 2004 and was re-investigated and no abnormalities were detected. The pt continued to suffer from symptoms and was re-investigated in 2006 via vaginal examination and an angled cystoscopy. Again, no abnormalities were detected. In 2008, the pt was seen by a consultant urologist who cystoscoped the pt and found that the sling had eroded through the urethra.